Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her daughter and blood glucose (bg) level of 575 mg/dl today at 9 am. Mother states patient grandmother forgot to bolus her for her breakfast. Mother states patient had no symptoms and ketones were negative. Bolused via pump and bg came down to 178 mg/dl. Mother states patient in no distress, negative ketones. Mom states bgs have been very high lately for last 4 weeks, in 300's mg/dl to 600 mg/dl even w/ insulin on board. Mother changed infusion set this morning, and states she changes sites every 3 days. Normally places infusion sets to hips and has noticed some 'hard spots.' Mother changed basal rates last night. Customer technical support (cts) reviewed pump and found all setting and programs are correct, no indication of malfunction. Review of insertion technique and cartridge fill technique correct as well. Mother uses advance features occasionally but does do self calculations a lot as well and uses ezbg a lot. States ic ration checked approximately 3 months ago. Mother states patient has had a recent 1.5 inch growth spurt and gained 4 pounds. Mother states patient currently has a cold as well. Cts advised mother pump appears to be operating within normal limits at this time. Also advised mother that IFU recommends the infusion set should be be changed every 2 days instead of 3. Advised she contact hcp to inform him of patient's bg excursions. Mother states she will do so. This complaint is being reported because a patient on insulin pump therapy experienced hyperglycemia related to using the infusion sets beyond the recommended number of days. User error cannot be discounted as contributing to the bg elevations.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the daily insulin delivery totals were reviewed and were shown to correctly reflect the user's programmed basal rates. A review of the pump history showed that there was no activity outside of normal use. There was no data in the black box or download histories from time of reported bg issue due to continued use. A flow accuracy test was performed and the pump was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.